Event description:
Pt had an itrel 3 implantable pulse generator implanted in 2000 for the treatment of rsd/causalgia-complex regional pain syndrome. It was reported that this pt experienced a twinge while walking through a sensormatic system at a sotre. The hcp reports they did not see the pt for this event. The pt has since had the device removed for battery depletion and hcp reports the pt was doing fine when the ipg was replaced in 2001. The physician and hosp staff manual states "some theft detectors (those with gateways that patrons walk through) found in public libraries, department stores, etc, and airport screening devices may cause the ipg output to switch on or off. It is also possible that pts may experience a brief increase in their stimulation level as they pass through these devices, even when the ipg is off. Some pts may consider this experience as uncomfortable, "jolting" or "shocking".